Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a no delivery. The patient's blood glucose at the time of incident was 339 mg/dl. The alarm occurred during a bolus attempt. The customer was currently at school and the mother was informed by the school nurse. The mother wanted a replacement but she was informed that troubleshooting would have to occur first. She stated that her husband will call in an hour or two when he has the pump in order to troubleshoot. No further assistance was needed, and no products were shipped or returned.